Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported 300 units of insulin squirted out of his insulin pump, however he was disconnected at the time. Customer stated if the pump had been connected he probably would have died. The blood glucose level was not included in the report. Nothing further was reported.